Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the flex deflectable videoscope exhibited tip image noise (poor image quality). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event likely occurred due to the damage of image sensor unit. As damage was confirmed in the bending section, it is possible that the cause of the damage was due to irregular load being applied to the bending section, but this could not be determined. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described as follows in the operation manual for ltf-s190-10 "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system, inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.